Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the first side of the solyx sling was implanted successfully. The physician then positioned the delivery device with the second side of the sling towards the obturator foramen. During tensioning of the sling, however, the mesh carrier was prematurely deposited from the delivery device into the muscle tissue. The entire solyx sling was removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".